Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 5. Reference MFR. Report: 3006705815-2018-01978. Reference MFR. Report: 3006705815-2018-01979. Reference MFR. Report: 1627487-2018-07810. Reference MFR. Report: 1627487-2018-07811. It was reported the patient experienced drainage at the ipg pocket site. On (B)(6) 2018, the physician drained fluid from the site and prescribed oral antibiotics. Cultures taken at the time were unremarkable. Additional information revealed signs of infection developed at the ipg and lead site, and the patient¿s wounds were not healing appropriately. As a result, the physician explanted the patient¿s scs system.

Event description:
Device 3 of 5: reference MFR. Report: 3006705815-2018-01978, reference MFR. Report: 3006705815-2018-01979, reference MFR. Report: 1627487-2018-07810, reference MFR. Report: 1627487-2018-07811. Follow-up information revealed that the infection has cleared.